Event description:
Reporter indicated that after the patient had their ovaries and uterus removed, they started havine an increase in seizures and stopped breathing in some of the seizures. The patient's device was programmed to off on 02/18/2002 at their request and was later explanted. It was reported that the patient's seizurs were stress related and that since explant, the patient no longer has grand mal seizures and is no longer taking any medications. The patient was referred for evaluation of pseudo seizure activity along with evaluation of symptoms and medication titration.